Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost stimulation therapy because the scs leads pulled out of the ipg. Consequently, the pt decided to have her scs system explanted.